Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Bilateral stents used to improve flow through tortuous iliacs. Superior endoleak unresolved. Physician converted at five (5) week follow-up.